Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip did not align with the other grip. The grips did not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the clips were getting stuck on the medium-large clip applier instrument. The prongs of the instrument were not opening after use. Once the medium-large clip applier closed, it was not releasing the clip. The procedure was completed with no reported injury.